Manufacturer narrative:
Based upon the investigation results, below, the complaint was re-assessed. After re-assessment, it was found to no longer be considered reportable. Investigation results: the investigation was carried out in the aesculap technical services (ats) department. All tests were performed according to the test specifications. The product has strong signs of use. The customer complained that the cutter does not decouple. No functional deviations were found during the examination. Multiple functional tests showed no deviations and the cutter decoupled without any problems. Damages to the cutting edges were found, which have no influence on the claimed defect or function of the cutter. Batch history review: since a repair had been performed and this was identified as the cause, a review of the device history records was not necessary. Conclusion and measures / preventive measures: no failure was detected, and the root cause is most probably related to the repair. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with gb304r cranial perforator 12/15mm hudson shank. According to the complaint description, the product stopped too late during burr hole trephination, sagged downward and thus completely ruptured dura. Potentially, there are significant risks of injury to brain tissue. In the current patient (since burrhole on convexity) there were no serious consequences. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report; the leading material is not sold to USA.